Event description:
The device was on loan to a cruise ship in italy. According to the reporter, during incoming inspection, the device was reported to continuously turn itself off and back on. No patient was associated with the reported incident.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and parts info to customer for repair.